Manufacturer narrative:
The gas mixer of the evita xl is equipped with two cartridges - one for dosage of air and one for oxygen. The affected device has been returned for investigation. It was subject to in-depth tests in the manufacturer's lab and the alarm functions were working as specified. The log file confirms that corresponding alarms had been generated during the event. Despite the missing alarms could not be confirmed, the device had performed several warmstarts during the reported event according to the log analysis. Whenever the device detects a significant deviation that cannot be removed by other means, a warmstart is the specified behavior to overcome these error conditions. The device initiates a system reboot, posts an audible alarm and opens the airway system to allow spontaneous breathing. The root cause for the warmstarts was a failure of the o2 mixer cartridge. The malfunction led to a higher current consumption which has temporarily overloaded the power supply and thus led to the reported warmstarts. It can be concluded that the device responded as designed to a deviation; alarms were posted to alert the user and reboots were triggered in an attempt to remove the error condition. The replacement of the o2 cartridge solved the malfunction. No patient consequences have been reported.

Event description:
It was reported that an evita xl has failed without an alarm and did not ventilate. No patient consequences reported.